Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that the patient experienced a pericardial effusion. During the procedure, a versacross rf wire and watchman trusteer access system were selected for use. Following femoral access, the sheath and versacross connect wire were positioned near the superior vena cava and septum prior to initiation of transesophageal echocardiography (tee). Once tee imaging was established, baseline views confirmed the absence of any preprocedural pericardial effusion. During transseptal puncture, visualization proved challenging, with difficulty identifying appropriate tenting; the eventual crossing site was low and posterior but deemed acceptable by the implanter. The sheath was advanced into the left atrium without resistance, and no defect or malfunction was identified in the versacross connect device at any point. During subsequent wire exchange to a 6f pigtail catheter, the patient developed hypotension. Repeat tee revealed a new pericardial effusion measuring approximately 10 mm. No ablation had occurred, as this was a watchman only procedure, and approximately 25 minutes had elapsed from groin access to effusion onset. Anticoagulation was promptly reversed, all intracardiac devices were withdrawn, and the procedure was aborted. Management consisted solely of heparin reversal and cessation of the procedure, with no drainage or pericardiocentesis performed. Temporary vasopressor support was administered to stabilize blood pressure. The effusion remained hemodynamically stable during a 40-minute observation period, requiring no surgical intervention. The patient was admitted to the ICU for overnight monitoring, subsequently discharged home, and is currently reported to be stable. The event was assessed as procedure related given the absence of pre-existing effusion and its temporal association with transseptal puncture.